Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the patient experienced postprandial hypoglycemia while using the ilet and had been announcing meals as ¿less than¿ per external guidance, after which the patient reported no further lows for several days following coaching and scheduling for additional training. Symptoms included low blood glucose requiring oral carbohydrate treatment. Outcomes included completion of troubleshooting and education with a plan for further training. Investigation included complaint intake review and user counseling on proper meal announcement and referral for additional training. Investigation of this case revealed no device malfunction reported and identified user technique related to meal announcement as a likely contributor to lows. It was concluded, based on previously established findings for similar reports, that the cause was cause unclear with user technique as a possible factor. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.